Manufacturer narrative:
The device was returned to philips for bench repair. Philips bench repair tested the device with a simulator and the bench engineer could not confirm the complaint. Rdt engineer evaluated device logs and no defect with the device was found. Device has been soaked for 48 hours with all parameters running with no restart or shutdown issues. The device was calibrated before returning to service. Nbp, co2 and touch screen. No parts were required and the device is working correctly. The unit was returned to the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips, the pro went into self test mode while attached to patient during active treatment.